Manufacturer narrative:
Concomitant medical products: product ID: neu_label_acc, explanted: product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the patient had been "deathly ill" since she had the permanent implant. The patient¿s symptoms included migraine headaches, nausea, shaking, weakness, and she could hardly move; this was considered a sudden change in therapy/symptoms. With the trial system, the patient noted that everything had been good and she did not have any problems. Additional information received was from the consumer on 06-may-2016 regarding event cause, event outcome, and steps taken to resolve the reported issues of migraine, headache, nausea, and shakiness. When asked about circumstances that led to the migraine/headache/nausea/shakiness, the patient stated ¿no.¿ the consumer reported that the healthcare professional did a blood patch to resolve the migraine/headache/nausea/shakiness. In addition, the migraine/headache/nausea/shakiness had been ¿somewhat¿ resolved; the patient still had shakiness, the patient had a headache in the morning when she woke up, and she had a headache in the afternoon/evening after being up all day. The patient¿s indications for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.